Manufacturer narrative:
Investigation in process. Location unknown.

Event description:
It was reported that the patient had an initial right total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 to replace patella and a total revision on (B)(6) 2016 due to unknown reasons.

Manufacturer narrative:
Product information from primary surgery received oct 24, 2016. Nexgen tm patella (p/n: 00-5878-065-35, l/n: 61275652) and nexgen tm cr monoblock tibia (p/n: 00-5886-044-10, l/n: 61128815) used. This report is for the tm patella. The following was found: the surgical timeline was as follows: ¿ tm patella1 was initially implanted on (B)(6) 2009. ¿ tm patella1 was revised in (B)(6) 2015. ¿ an unknown patella2 was implanted in (B)(6) 2015 ¿ the total knee was revised on (B)(6) 2016 this report is for the revision surgery dated (B)(6) 2015. The tm patella and mating femoral component were identified through the distributer¿s records. The tm patella (subject of this report) was manufactured, inspected and packaged within established process specifications. The device remained implanted for approximately 5 ½ years prior to being revised. The reason for the revision surgery (dated (B)(6) 2015) is unknown. The device was not returned for this investigation so it¿s condition remains unknown. The femoral component was identified as a nexgen gender solutions cr-flex porous femoral size e, right (00-5752-015-02, lot 61145211) which was found to be compatible with the tm patella that was implanted. Additional information was requested for the (B)(6) 2015 revision surgery; however, the patient was unable to obtain surgical records since they were reportedly destroyed by the hospital. As a result, the limited information that was provided prevents further investigation. This investigation is considered closed at this time; however, should additional information become available, this investigation can be re-opened.